Event description:
It was reported that blue fibers/speckles were detected on the valve leaflets prior to implantation. No patient involvement in this report.

Manufacturer narrative:
(B)(4). Evaluation summary: the 3300tfx carpentier-edwards perimount magna ease valve was returned and evaluated by engineering and chemistry, who confirmed the presence of particulates on the leaflets. A total of 3 filaments were successfully removed from the leaflets and given the designation a, b, and c. The filaments were similar in both size (approximately 6 mm) and color (blue). All three filaments showed similar absorption characteristics to silk. Silk is a material that could be found in cleanrooms and operating rooms as it can be found in clothing particles, particularly in cleanroom work wear. However, edwards does not use silk in cleanroom work wear per the approved supplies listing. Therefore, it is unlikely that the device left manufacturing with the observed particulates on the leaflets as silk is not used in edwards manufacturing. At edwards, each valve is visually inspected and functionally tested prior to packaging. During manufacture of the heart valves there are inspection steps which check for general appearance and inspect the leaflets under magnification per pericardial valve inspection procedures. (B)(4). The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Although the source of the silk material cannot be conclusively determined, through investigation we have determined the material most likely did not come from an edwards cleanroom as there are multiple inspection points which check for foreign particulates and the material is not used during manufacturing.

Manufacturer narrative:
Additional manufacturer narrative: the device in question was received, however, testing and evaluation of the alleged foreign fibers have not yet been completed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no other complaints received for any devices processed under the same sterility lot of the subject device.